Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.